Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this left ventricular lead exhibited high out of range pace impedance measurements and out of range amplitude measurements. Boston scientific technical services discussed options with the health care professional, including continuing to monitor. The lead remains in service. No adverse patient effects were reported.